Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump errors. The customer's blood glucose level was unknown. The customer was advised to discontinue the use of insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected the flash crc is incorrect for factory stored information. Or the main arm cannot communicate with the motor arm or pump error alarms noted during testing however, the flash crc is incorrect for factory stored information. The main arm cannot communicate with the motor arm alarm and pump error alarm are found in the formatted history file due to a software error.